Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). Manufacturing date 2018. Videos of the surgery were provided by the account and reviewed. In the video it looks like the tear starts anteriorly, and extends posterior therefore, it is not likely cause by the laser firing too deep in the eye. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient experienced radial tear that lead to posterior rupture during cortex removal. The doctor removed and replaced the initial iol in the same procedure and placed a sulcus alternatively which is routine procedure for his cataract surgery. Incision was not enlarged to remove the iol from the eye. There was a delay of 20 minutes in the procedure.

Manufacturer narrative:
The manufacturing site reported that the manufacturing date for the device is 03/05/2019.